Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+1.5/071 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was removed later that same day due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.